Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring breakthrough incontinence and the urethra had atrophied. The physician removed the device through extraction surgery, and there were no further signs or symptoms reported.

Manufacturer narrative:
D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for balloon is (B)(4). H6: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Urethral atrophy is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. Recurrent incontinence is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) implant device was experiencing recurring breakthrough incontinence and the urethra had atrophied. The physician stated that the old aus device was no longer working. The size cuff that was explanted was a size 5.5 cm cuff, and the cuff that was implanted by the physician was 4.0 cm. The physician felt that the cuff initially placed was in the correct location. The physician removed and replaced the entire device through replacement surgery, and there were no further patient complications reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. C2/d10: concomitant product UDI for pump is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Urethral atrophy is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent atrophy. Recurrent incontinence is acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 800 implantation and to prevent altered therapeutic response. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use.